Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. At the time of contact the customer had not addressed elevated bg, however during troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.